Manufacturer narrative:
Additional review of the event determined the event would be noted during pre-use testing as contained in the user manual and was not hazard that could lead to death or serious injury. There was no malfunction and no death or serious injury. The unit will continue to ventilate and alarms remain functional. The initial event was not a reportable malfunction. H3 other text: additional review of the event determined the event would be noted during pre-use testing as contained in the user manual and was not hazard that could lead to death or serious injury. There was no malfunction and no death or serious injury. The unit will continue to ventilate and alarms remain functional. The initial event was not a reportable malfunction.

Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system, and confirmed the reported issue. The bag arm was replaced to resolve the reported issue.

Event description:
The hospital reported the display mount is broken, and the display fell off of the mounting arm. There was no report of patient involvement.